Event description:
Additional information was received that indicated the date of the ptca from (B)(6) 2010 was (B)(6) 2010 and was to treat a new lesion in the mid lad. The cypher stent implanted during in the index procedure was implanted in the proximal circumflex. The mid lad stenosis is a new stenosis in a non-target vessel.

Event description:
It was reported that there was a brownish color observed on the white catheter. There were no patient complications reported.

Manufacturer narrative:
Evaluation of the catheter was performed post decontamination. There is not any abnormal discoloration on the ava catheter body tube. It was indicated that there was a yellowish/brown discoloration on the strain relief and tip area of the catheter. Chemistry testing could not be performed due to the catheter being decontaminated prior to the evaluation. Note this catheter is manufactured with a heparin coating, and the heparin at times does appear yellowish or brownish on the white surface of the catheter body. A device history record review was completed and documented that the device met all specifications upon distribution.